Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined. Normal battery depletion was observed. Normal operations were seen following a software download.

Event description:
It was reported that the patient experienced fatigue when exercising. The patient presented to the clinic and upon interrogation the device exhibited backup operation. The device was explanted and replaced on (B)(6) 2014.